Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse reported that they received no delivery alarm during bolus. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse stated that they found that the infusion set was raised and looked like it was not going all the way into the body. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.